Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, error 32097 occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the log and identified repeated occurrences of error 32097 on the universal surgical manipulator (usm) 3 axes controller, motor (acm) node across multiple procedures. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and observed error 23096, 23097, and 31226 repeatedly, but was unable to replicate error on startup. The fse then replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The usm 3 was analyzed and in log reviews, the 32097 error was found indicating a communication fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber check was found to be failing on the parallelogram. Once testing was completed, the parallelogram fiber was aba (applied behavior analysis) tested and was verified to be the source of the fault. The root cause is attributed to the parallelogram fiber in the usm. The issue can be resolved by replacing the usm. Correction: h8. Was updated to initial use of device.